Manufacturer narrative:
The manufacturer received information from the physician on (B)(6) 2018 identifying that they undersized the valve initially. They highlighted that the second valve was clearly the correct size and that it was a user error. Based on this information no further investigation will be performed and the root cause of the event can be attributed to user error leading to an under-sizing and prolonged procedure time; device not available.

Event description:
On (B)(6) 2018 a patient was scheduled for a mitral valve replacement. The physician implanted a perceval pvs23 valve and noted moderate aortic insufficiency when coming off pump. The valve was explanted and the patient was resized for a perceval pvs25. It was noted that this was an under-sizing and that no intrinsic valve malfunctions were identified. The pvs25 was implanted successfully and the patient was released. There was an increased recovery time due to the added x-clamp time from the under-sizing.

Event description:
On (B)(6) 2018 a patient was scheduled for a mitral valve replacement and aortic valve replacement. The physician implanted a perceval pvs23 valve in the aortic position and noted moderate aortic insufficiency when coming off pump. The valve was explanted and the patient was resized for a perceval pvs25. It was noted that this was an under-sizing and that no intrinsic valve malfunctions were identified. The pvs25 was implanted successfully and the patient was released. There was an increased recovery time due to the added x-clamp time from the undersizing.

Manufacturer narrative:
The manufacturer received further information clarifying the event. The patient received an mvr and concomitant avr. The perceval implant was used for the avr.